Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule that failed to attach to patient's esophagus, still attached to the delivery system and located in the patient's mouth. They were able to utilize a different capsule to perform the study. There was no patient and user harm. No lubricant was used to facilitate the placement of the capsule.